Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the hard drive and updated the system software. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system reportedly had mixed images where the selected patient to be printed had another patient's images print.